Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported history of intermittent low flow alarms all while on wall power and none while supported with batteries. Th patient elected to perform a controller change (without contacting lvad team) to see whether this would cause cessation to the low flow alarms. The alarms persisted on wall power and did not occur while supported with batteries. Log file review captured the controller exchange in addition to pump stops and low speed advisories around 17:46 after the pump was up to speed. Speed drops were as low as 0 rpm. These issues only appeared to be occurring while the ventricular assist device (vad) was connected to battery power. It appeared the issue had become a phase to phase short. Based on the history that the patient described, vad coordinators were concerned about a short to shield alarm or an lvad driveline fracture. Patient reported only about 4 inches from the driveline repair in december 2020 to the insertion site at his body which was insufficient to do a further external driveline repair. X-rays of the percutaneous lead were unremarkable. The patient underwent pump exchange on (B)(6) 2021. That patient was discharged from the hospital and was doing well at home.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed a controller exchange; however, it was reported that the patient had attempted to resolve alarms thought to be related to suspected driveline damage. Upon evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), wire insulation damage was discovered that could have contributed to the recorded pump stop while the device was connected to 14-volt batteries or the mobile power unit and batteries, as captured in the submitted log file. The insulation damage appeared consistent with wire fatigue due to repetitive flexing and abrasion with the metal braided shield over time. The pump was returned assembled with the driveline cut approximately 2¿ from the pump housing, and the distal portion of the driveline was returned in approximately 10¿, 3¿, and 25¿ segments. The outflow elbow was returned attached to the pump outlet port. The sealed inflow conduit, apical sewing ring, outflow graft, and outflow graft bend relief were not returned. Examination of the pump upon disassembly no evidence of laminated or denatured depositions or thrombus formations that would have been present during support. Continuity testing using a digital multimeter on the returned portion of driveline revealed no evidence of wire conductor discontinuities. Metal braided shield breakdown was noted approximately 6.5¿ to 8¿ and 12¿ to 15¿ from the pump body. Microscopic examination of the driveline revealed wire insulation damage in all wires approximately 8.5¿ from the pump body. Wire insulation damage of the yellow wire was also discovered approximately 13.25¿ from the pump body. The insulation damage appeared consistent with wire fatigue due to repetitive flexing and abrasion with the metal braided shield over time. Examination of the remaining wires revealed no other evidence of wire insulation breaches or wire conductor damage. The driveline was submerged in a saline bath for hi-pot testing which confirmed the wire insulation breaches. No other areas of current leakage through the insulation of the driveline¿s wires were identified. The wire insulation damage could have caused a short to shield pump stop if any of the exposed conductors contacted the metal braided shield while the device was connected to a grounded power source. The insulation damage could have caused a phase-to-phase short resulting in a pump stop if any two of the exposed conductors of different phases contacted the metal braided shield simultaneously. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop with the distal section of returned driveline that had no wire insulation damage. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(6) and the driveline, serial numbers (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 6 warns that the pump will stop if the driveline is disconnected from the system controller and instructs to reconnect the driveline to restart the pump. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms and the proper actions associated with them. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. This handbook provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. No further information was provided. The manufacturer is closing the file on this event.